Manufacturer narrative:
The supervisor stated the samples being provided are now serum. The samples are spun down and poured off prior to arrival at the lab. They have not seen >100 results for elecsys vitamin d ii assay (vitd ii) since they switched to serum. In addition, customer is performing a lot calibration on each vitamin d pack loaded. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained that they had been having an ongoing problem with their elecsys vitamin d ii assay (vitd ii) results from their cobas 8000 core unit. The customer stated that they have blocked patient testing for vitd ii testing on this module, but from (B)(6) 2018 to (B)(6) 2018 there were 10 patient samples tested for vitd ii on this module. Of the data provided for 3 patient samples, 1 patient had data that was a reportable malfunction. The initial vitd ii result was 100 ng/ml with a data flag. The patient sample was recentrifuged and retested with a result of 7.20 ng/ml. The sample was tested again with a result of 5.00 ng/ml with a data flag. The patient sample was also tested at another site on an unknown system with a vitamin d result of 13 ng/ml. The only vitd ii result reported outside of the laboratory was 7.20 ng/ml which was deemed correct and was considered a "match" by the customer to the result of 13 ng/ml. There was no adverse event. The vitd ii reagent lot was 273986 with an expiration date of jun-2018. The investigation is currently ongoing.